Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a uvc catheter. The customer stated that the IV fluid was found leaking from around the cap enhanced site and catheter had to be removed and a piv started.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.